Manufacturer narrative:
Pump received with minor scratched display window, cracked case at display window corners, broken off reservoir tube lip, cracked case at reservoir tube window corner, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 425 mg/dl. It was reported that the plastic ring on the top all around reservoir compartment was cracked. The customer declined troubleshoot for high blood glucose. The customer was advised that the discontinue the use of insulin pump. The insulin pump will be returned for analysis.